Manufacturer narrative:
Product analysis conclusion; the reported type iiia endoleak could be confirmed on the films provided. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be fully evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible as noted that remodelling of the dissection true or false lumen after the tevar procedure led to a decrease in the true lumen in the area of the distal stent graft but this could not be confirmed on the film received. It is considered also that implantation of a 25mm diameter stent graft to overlap with a 37mm diameter stent graft may have been a contributory factor but pre-implant CT¿s were not provided for a review of the patient anatomy. B:5 additional information received ; it was confirmed there was no problem with the length of the device and was more was an issue with the length of the junction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H.6 device evaluation conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3737c90tj, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a unknown sized type b thoracic aortic dissection. From the right approach, (B)(4) was implanted distally, and then, (B)(4) was implanted proximally. When the final contrast was performed after implantation, there was no endoleak found, so the procedure was completed. It was reported when the patient returned for follow-up 3 months later, a type iiia junctional endoleak was identified. As per the physician the cause of the event was anatomy. It was said the narrowed true lumen was remodeled by performing tevar, and the connection at the junction was thought to become loose accordingly. Originally, the overlap of the specified value could not be obtained due to the problem of the length of the device, but it was thought to be enough because 2.5 stent was set. No additional clinical sequelae were provided and the patient will be monitored.